Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the implant procedure, when the atrial lead was inserted into the pulse generators header high impedance measurements were noted. The lead was removed and re-inserted and high impedance continued to be noted. The device was no longer used and replaced.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test leads into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product. The lead insertion issue could have caused a poor connection, which can result in the high impedance observed in the field.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.